Event description:
It was reported that during a laparoscopic cholecystectomy procedure, using the device actually the staple did not close after firing on more than one occasion. The clip remained in the shape of a "v" and never closed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.